Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address hip dislocation. Date of revision: (B)(6) 2019; (left hip). Treatment: head and liner were revised.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: no code available (3191) used to capture the joint instability. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a1, b5, d4, d6, h6.

Event description:
Additional information received for medical records which indicates that on (B)(6) 2019, the patient underwent a left hip revision due to pain, instability, and dislocation. The surgeon noted subcutaneous hematoma. The surgeon also reported a mispositioned and migrated cup, possibly occurring during the dislocation event. The cup and screw were removed, while the same cup was cleaned and re-implanted. A new screw was implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.